Manufacturer narrative:
H6: investigation summary a mz1000 sample was not available for investigation; however, the customer indicated the complaint samples were from lots 22036378 and 22055462. The feedback provided by the customer suggests the pump alarmed occlusion during use of the maxzero device, with the customer also suggesting that they experienced resistance during priming. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 22036378 and 22055462 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that while using the bd maxzero¿ needleless connector there was occlusion. The following information was provided by the initial reporter: verbatim: infusion resistance during saline fill during infusion pump occlusion alarm activation "there were several incidents involving several batches (only two batches were identified) the problem highlighted was resistance to infusion, both during filling of the device with saline and during infusion with activation of the infusion pump occlusion alarm"

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 22036378. D4. Medical device expiration date: 28mar2025. H4. Device manufacture date: 28mar2022. D4. Medical device lot #: 22055462. D4. Medical device expiration date: 13may2025. H4. Device manufacture date: 04may2022. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd maxzero¿ needleless connector there was occlusion. The following information was provided by the initial reporter: verbatim: infusion resistance during saline fill during infusion pump occlusion alarm activation "there were several incidents involving several batches (only two batches were identified) the problem highlighted was resistance to infusion, both during filling of the device with saline and during infusion with activation of the infusion pump occlusion alarm".